Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on january 2016 by the american journal of sports medicine titled ¿the natural history of biointerference screw cyst and new bone formation in anterior cruciate ligament reconstruction: 16-year follow-up.¿ the study reviewed 10 patients with acl/pcl instability treated with bioabsorbable interference screws and tenodesis screws and identified 1 patient requiring repeat arthroscopy for an isolated medial meniscal tear during the 16-year follow-up period. Ref: thompson sm, fung s, wood dg. The natural history of biointerference screw cyst and new bone formation in anterior cruciate ligament reconstruction: 16-year follow-up. Am j sports med. Jan 2016;44(1):113-7. Doi:10.1177/0363546515608479.

Manufacturer narrative:
Additional information: g3, h3, h6 arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.